Manufacturer narrative:
This is one of 2 products involved with the reported event. The associated MFR report number 1016427-2009-00055. Additional info will be submitted within 30 days of receipt.

Event description:
The pt was a white female with a history of tia, stroke, significant aortic arch disease, hyperlipidemia, smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, and hypertension. The pt was 75 at the time of the procedure. The target lesion was the right proximal and ostium internal carotid. The lesion was 16mm long and 3mm in diameter. The lesion was moderately tortuous, mildly calcified, eccentric, ulcerated, and thrombus was present within the lesion. The lesion was pre-dilated. Pre-procedure, the lesion was 80% stenosed. A precise pro rx 7 x 30mm was deployed at the target lesion, there was no malfunction. Post- procedure, the lesion was 60% stenosed. An angioguard rx, basket size 4, was successfully deployed and retrieved during the procedure, during removal of the angioguard, the pt had sudden onset stroke, with dysarthria, left side hemiparesis. Recovery was partial with minor residual. The event was noted as not related to the cordis product, related to the index procedure. The patient was discharged 4 days post-procedure.